Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 323 mg/dl and 600 mg/dl at the time of incident. The customer was treated with bolus. It was reported that hey had no delivery alarm. The customer was advised to change entire infusion set system and send replacement. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. Customer stated that the drive support cap was flushed. The insulin pump will not be returned for analysis.